Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported he has been experiencing high blood glucose since (B)(6). Customer stated he had a kidney transplant and since the device has not been working. Customer current blood glucose was 196 mg/dl. Customer stated he has to take a shot and his blood glucose does lower. Customer symptom was nausea. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings looked correct. Customer did not have tubing clamp for high pressure test. Customer called back once he received tubing clamp. High pressure test was performed and device passed. Customer was advised to do a complete set when blood glucose was high. Customer requested replacement. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.